Event description:
Procedure: c-section. According to the reporter: there was a dehiscence of the patient on the suture line one week post op. There was no reported blood loss. The doctor used suture from the same lot to re-do the suture line.